Manufacturer narrative:
The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. No unexpected occlusions or insulin flow blocked alarm during testing noted. However, the pump was also received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor sound louder when rewinding than previous model. No harm requiring medical intervention was reported. The device will be returned for analysis.